Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a defective image processor pcb that was removed and replaced. Additionally, the nodes were erased and rebuilt, as was the system software. The system was tested and found to be operating as intended. No negative effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality as well as images not matching when retrieved from the image directory.